Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the pump touch screen was unresponsive. Additionally, it was reported the "clock loses time". It was also reported that out of range issues occurred between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was provided.